Event description:
Cpi received info that two possis sutureless myocardial leads were removed from service. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the leads were exhibiting inappropriate sensing and high dfts (defibrillation thresholds) measurements. The physician elected to remove and replace the leads with a endotak lead.